Event description:
While performing testing of the ventilator during service, the manufacturer's service technician reported the power fail alarm failed out of specification. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. The service technician replaced the main pcb to correct the finding. Final performance verification testing was completed and all tests passed per operating specifications.